Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). In about 9 months later, the pt was at home and had awakened to a strange sound, which was red heart and yellow wrench alarms. The pt was hand pumped, and sent to the hospital. Upon arrival at the hospital the system controller was changed out, and the problem was unchanged. The pt then was placed on a pneumatic drive console. The physician stated that the rate was set for 85, and the pneumatic console was running at the rate of 85, but the pump was only pumping at a rate of approximately 5-10. The plan was to either change out the pump, or explant the device, and treat the pt with beds. Two days later the pump was explanted with great difficulty related to a suspected pocket infection, erosion into the perite, and adhesions. The inflow conduit was severely damaged related to surgical dissection to remove the pump. The inflow valve was noted to have marked regurgitation, via angiography. The pump, inflow conduit and severely damaged percutaneous lead are being returned to the manufacturer in the explant kit for evaluation. New pump is running well. The pt remains stable and on lvad support.